Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an unspecified blood glucose (bg) level, initiated a 911/emergency protocol and was treated in the emergency room (ER) by a healthcare provider on the same date with no reported additional symptoms associated with an alleged inaccurate delivery. The patient reported that they were seen in the ER due to the pump allegedly not working. Information about the type of treatment received could not be obtained. It could not be determined whether or not the patient continued pump therapy. Troubleshooting with customer technical support (cts) could not be completed therefore the unspecified pump issue could not be confirmed. Follow-up calls from cts s were made to attempt to contact the patient but contact was unsuccessful and no additional information was obtained. If additional information is obtained, a follow-up report will be sent. This complaint is being reported based on the allegation that the patient experienced an adverse event requiring an initiation of a medical intervention and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-may-2018 with the following findings: the total daily doses of insulin appeared to be inaccurate due to the date being incorrectly set on the pump. The recorded total daily doses added up to the user's programmed basal rates. The pump passed a delivery accuracy test. The alleged issue could not be duplicated.